Event description:
It was reported that during a remote device data review, over-sensed noise and high, out-of-range pacing impedance measurements (>3000 ohms) were noted from the right atrial (ra) lead. The right ventricular (rv) lead has also shown increased noise, but this was not over-sensed. It was recommended to perform provocative maneuvers in-clinic and diagnostic imaging to assess the system integrity. At this time, the system remains implanted and no adverse patient effects were reported.